Manufacturer narrative:
Batch review performed on 29 may 2026: lot. 2005035: (B)(4) items manufactured and released on 10-sep-2020. Expiration date: 2025-sep-01. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review. Root cause: based on the information available, no definitive root cause can be established for the reported tibial tray subsidence. The available clinical information does not indicate trauma or poor bone quality, while x-rays were not available for further assessment. Therefore, there is no indication that any potential issue with the device may have caused or contributed to the event, and the device history record review does not indicate any potential manufacturing-related issue.

Event description:
Revision surgery due to tibial subsidence after about 5 years and 4 months from primary. The surgeon revised all gmk-sphere implants (tibial tray, insert, femoral component) to gmk-hinge. The surgery was completed successfully.